Event description:
It was reported that a malfunction code was displayed on the customer's device. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and following the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue occurred again and understood the instructions.